Event description:
During evaluation by a third party service center, an astral device displayed an error message (sf140) related to alarm priority. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The device was returned to a third party service center and an evaluation confirmed the complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).